Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device jaws would not open after firing, were they stuck on the tissue or vessel they had fired upon? How was the device removed from the tissue or vessel it was on? Was the device cut off of the vessel or tissue? Did the device jaws eventually open? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, after firing the jaw was not opened.

Manufacturer narrative:
(B)(4). Batch # t92h9l. Additional information received: can you please provide further event detail. When the device jaws would not open after firing, were they stuck on the tissue or vessel they had fired upon? Yes. How was the device removed from the tissue or vessel it was on? After cutting the vessel, the device was removed. Was the device cut off of the vessel or tissue? I don't know. Did the device jaws eventually open? Not really. Were there any patient consequences? No. Investigation summary: the analysis results found that the el5ml device was returned with a clip in the jaws and with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot and batch umber, and no non-conformances were identified.